Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no communication and an attempt to restart the device's microprocessor failed.